Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's glucose levels began to rise after an infusion site change the previous night. Upon removing the infusion site, a bent cannula was observed. The infusion site was subsequently replaced, resulting in a reduction of glucose levels from 206 mg/dl to 120 mg/dl. There was patient involvement; however, no patient harm was reported.